Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system felt dizzy and lost consciousness. A shock was delivered during this event and the patient suffered discomfort due to the shock delivery. The patient physicians thinks the patient may have had a seizure. Technical services (ts) was consulted and reviewed stored data. Based on available data, ts does not suspect a fracture and the data indicates noisy signals that are possibly consistent with a seizure. The shock was inappropriate therapy as there was oversensing of noisy signals. Ts discussed available programming settings. This s-ICD remains in service. No additional adverse patient effects were reported. At a later date, oversensing was reported but no therapy was delivered. Ts was consulted and discussed stored data, with further in clinic examination recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system felt dizzy and lost consciousness. A shock was delivered during this event and the patient suffered discomfort due to the shock delivery. The patient physicians thinks the patient may have had a seizure. Technical services (ts) was consulted and reviewed stored data. Based on available data, ts does not suspect a fracture and the data indicates noisy signals that are possibly consistent with a seizure. The shock was inappropriate therapy as there was oversensing of noisy signals. Ts discussed available programming settings. This s-ICD remains in service. No additional adverse patient effects were reported.